Event description:
Non-integration. Loose, one removed on (B)(6) 2025. These other two were removed on (B)(6) 2025 and there was pain and swelling for these two.

Event description:
Non-integration. Loose, one removed on 7/14/2025. These other two were removed on 8/5/2025 and there was pain and swelling for these two.